Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was failing to turn at full speed, causing a procedural delay of 1 hour. The procedure was completed successfully using back-up equipment; no adverse consequences or medical intervention were reported.